Event description:
An endurant stent graft system was implanted for the endovascular treatment of a saccular abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as proximal neck diameter was 21mm and the distal diameter immediately above the aneurysm was 25mm. The proximal neck length was 10mm. The diameter of the aortic aneurysm was 58mm. During the index procedure it was reported a possible type I endoleak. The physician ballooned after deployment; however, the endoleak still remained. The physician elected to monitor the patient and the patient is stable. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short conical neck); other ¿ lack of information (unknown cause of endoleak). Conclusion: device failure related to patient condition (anatomy related; short conical neck); other ¿ lack of information (unknown cause of endoleak).